Manufacturer narrative:
The facility's biomedical engineer (biomed) has advised that he was unable to reproduce the reported failure, but he observed the reported errors in the unit's diagnostic logs. The biomed ran water condensate removal and checked all functions to within factory specifications and the iabp was released back to clinical service.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented: electrical test failure # 52, #53 and system failure alarm. There was no patient harm and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that while in use on a patient the cs300 intra-aortic balloon pump (iabp) presented: electrical test failure # 52, #53 and system failure alarm. There was no patient harm and no adverse event was reported.